Event description:
The following has been reported: biomed reported: "pump problems" "ticket stated "broken" cleaned and ran infusion pump test. Patient status unknown." A preliminary review identified the following issue: pneumatic valve leak failure (valve 1) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a valve 1 leak failure. The unit was confirmed to be experiencing an intermittent leak of valve one. Initially the unit was performing normally however after some time, unit began alarming. Unit is failing pneumatic hardware testing consistent with a valve 1 leak. Internal investigation was unremarkable.